Event description:
It was reported that the customer had an unexpected restart alert on the insulin pump. Customer had a low battery alert what he was unable to attend to. External ram error, bad battery, battery out limit and unexpected restart alarms found in the alarm history. Customer stated the insulin pump was stored or not in use for an extended period of time. Customer is still using the old device but has a new one at home. Blood glucose value was 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.